Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the audio card failed after 1 hour of installation. The device was in use on a patient and there was no reported patient incident.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the audio card failed after 1 hour of installation. There was no patient incident.